Event description:
The account reported that during/upon two (2) colonoscopy polypectomy procedures, pt's colon walls were perforated. The electrosurgical generator (esu) settings were endocut, 200 watts, effect 3 and forced coag, 25 watts. The pts underwent surgery and are okay.